Event description:
According to the reporter, during laparoscopic right hemicolectomy, for the second firing colon resection, the surgeon clamped the tissue and tried to fire the device, however a plastic part was disengaged from the metal part of the instrument. The surgeon continued the firing with this device and the firing was successful. Nothing fell into the patient's cavity. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The plastic housing of the anvil side of the stapler was disengaged from the anvil. Additionally, the firing knob was not fully retracted. The single use loading unit (sulu) was fully applied and the knife blade was advanced halfway down the cartridge channel. Microscopic inspection revealed no damage to the knife blade. The handle was reattached to the stapler and the sulu was reset for functional testing. The firing knob was retracted and the sulu was reset and reloaded into the returned instrument. The sulu and instrument were applied to test media with acceptable results; the knife cut completely and cleanly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Replication of the disengaged housing may occur from excessive manipulation or rough handling of the instrument. Rough handling may be a result of user pulling on the handle to manipulate the device location or open the device without using the release button. Replication of the advance knife blade may occur if the firing stroke is not complete and the firing knob is not fully retracted after firing. If the firing knob is not fully retracted, the knife blade has not been retracted into the interlock prior to opening the jaw. It may also result in difficulty in unloading the loading unit may be experienced, and may prevent further loading from occurring. The instructions for use (IFU) states that to remove the sulu, separate the instrument halves. Holding the cartridge-half of the instrument, grasp the proximal end of the sulu tabs and pull up and out to remove the sulu from the instrument. To place a new sulu into the instrument, hold the sulu by the proximal end tabs and insert into the cartridge fork at a 30 to 45 degree angle from the distal end down until the unit snaps into place. Remove shipping wedge after sulu is fully loaded. Sulu will ¿float¿ up and down in final loaded position. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic right hemicolectomy, for the second firing colon resection, the surgeon clamped the tissue and tried to fire the device, however a plastic handle of locking lever was disengaged from the metal part of the instrument. The surgeon continued the firing with this device and the firing was successful. The surgeon used new instrument for the following firings and completed the procedure. Nothing fell into the patient's cavity. No patient injury.